Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had a colonoscopy on (B)(6) 2021 and was directed to turn their ins off. Caller had turned pt's ins back on after the procedure, and pt experienced a return of symptoms. Caller stated the device was working wonderfully well before the colonoscopy but the pt's symptoms reverted back to how they were before they had the device. Caller stated pt has never really felt the stimulation a lot except for right after the implant surgery. Caller confirmed pt's stimulation was on. Reviewed therapy expectations and 50% or more reduction in symptom goal. Caller declined to increase stimulation over the phone. The patient was redirected to their healthcare provider to further address the issue. Caller was encouraged to document pt's symptoms.  No further complications were reported/anticipated at this time.